Manufacturer narrative:
Evaluation of the electronic data file from AED serial number (B)(4) reveals an event on (B)(6) 2018, lasting approximately 575 seconds with no analysis periods or shocks delivered. Upon examination of electronic data file for the (B)(6) event, it was observed that the impedance measurement of the pads was too high to proceed with analysis and therapy. Although there are several possible reasons for high pad impedance, such as a wet patient or a patient with excessive chest hair, in this case, it appears likely that the high pad impedance was due to expired pads with dried out gel which inhibited the measurement of the patient's ECG. Consequently, the AED did not progress past pad placement in the rescue protocol. Examination of the history record for this event also indicates there were no errors or warnings present in the aeds electronic data file before or after this (B)(6) event. The expiration of the pads is labeled on the pads and it is necessary to check the pad expiration as part of proper AED maintenance.

Event description:
It was reported by a police department that when they deployed the AED on a patient, the AED kept advising "attach pads" and that no shocks were delivered. They reported that they did not believe there was any hair obstructing the pads. It was further reported that the patient was alive when taken to hospital. When asked to return the pads used during the rescue, the initial reporter stated that they were discarded with the rest of medical trash.